Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09enf, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. See manufacturer's report # 3004209178-2013-08484 for issues regarding prior device system.

Event description:
It was reported that while stimulation was turned on, the patient had ¿serious programming issues.¿ it was noted that patient needed to go to the bathroom ¿every 2 hours give or take 5 minutes¿ since the implantable neurostimulator was replaced three days before the report. The reporter noted that the patient could not turn the ins up because "it felt like a knife was going through her vagina." It was reported that the patient had the ins on the other side but the ins had ¿migrated up her skin.¿ it was noted that the patient¿s previous ins relieved her symptoms and the patient was disappointed in the new system. Four days later it was reported that the patient had been referred to her implanter for reprogramming.

Manufacturer narrative:
(B)(4)